Event description:
It was reported that during testing, the wrench was stuck in the mesher. During product evaluation, ti was found that the device had a bent comb and the ratchet was stuck on the bottom roll. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00855, 0001526350 - 2023 - 00857, 0001526350 - 2023 - 00858, 0001526350 - 2023 - 00859.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-tests could not be checked due to a bent comb. The ratchet was also stuck on the bottom roll. The ratchet handle assembly, comb, gear, and bottom roll were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00855-1, 0001526350-2023-00857-1, 0001526350-2023-00858-1, 0001526350-2023-00859-1.

Event description:
There is no additional information available regarding the event.